Manufacturer narrative:
H.6. Investigation summary one opened and 36 sealed packaged safetyglide needles were received, confirmed to be from batch #9273047 (p/n 305916). The samples were visually evaluated. The opened packaged needle was observed to have a loose black particle inside the hub. It was level 2 in size, in the fluid path and rejectable per product specification. One sealed package was observed to contain a black foreign matter particle level 3 in size in the hub through the package. The remaining 35 packages were opened and evaluated. Two needle were found to contain level 2 black particles inside the bub, which are rejectable per product specification. Three needle were found to have level 1 black particles inside the hub, which are acceptable per product specification. Fourier transform infrared spectroscopy (ftir) analysis was completed on the material observed on the inner surface of the needle hub on the opened and sealed samples. A small portion of each of these materials was removed from the samples and prepared for ftir spectral analysis. The spectral analysis shows that each of these materials is most likely ultem. Potential root cause for the foreign matter defect is associated with the packaging process. No corrective actions are necessary based on the defective rate identified. Batch 9273047 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that black foreign matter was found in the bd safetyglide¿ needle hub before use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "it was reported that foreign material (black dot) was noticed in the hub of two needles." "We received a voicemail regarding issues with the bd safetyglide syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the bd safetyglide¿ needle hub before use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "it was reported that foreign material (black dot) was noticed in the hub of two needles." "We received a voicemail regarding issues with the bd safetyglide syringe."